Manufacturer narrative:
Date sent to the FDA: 09/24/2015. A review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Batch jc5900; exp date: 07/31/2019; mfg date: 03/31/2015. Batch jbk114; exp date: 07/31/2019; mfg date: 02/19/2015. Batch jcm514; exp date: 07/31/2019; mfg date: 03/04/2015.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # jbk114, batch# jc5900, batch # jcm514.

Event description:
It was reported that the patient underwent a laparoscopic cholecystectomy on unknown date and suture was used. Following the procedure, the patient experienced skin inflammation occurred at the dermis, sutured part of trocar port. Skin inflammation has been still prolonged one month after surgery. The surgeon opines that inflammation has been occurred at dermis and there is no abscess of suture. The patient is still hospitalized. Additional information has been requested.